Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer advised the device is having a low suspend alarm even though they have a high blood glucose level. Customer's blood glucose level was 156 mg/dl and sugar glucose level was 40 mg/dl. Troubleshooting for sensor glucose and blood glucose was performed. Customer's current isig value was 8.6 and possible calibration factor 18.14 and that is not within range for optimal calibration.